Event description:
It was reported the patient received the following results within 15 minutes: 47 mg/dl (system 1) and 81 mg/dl (system 2). It was also reported the patient received the following results at a different time within 15 minutes: 119 mg/dl (system 1), 89 mg/dl (system 2), 482 mg/dl (system 1), and 86 mg/dl (system 2). The same test strip lot was used for each reading.